Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007; including prior caesarean sections, tubal ligation, cholecystectomy, sigmoid colectomy were not provided. (B)(6) 2007: (B)(6) health system. (B)(6), md; (B)(6), do. Operative report. Preoperative diagnoses: abnormal uterine bleeding, dysmenorrhea, menorrhagia; anemia. Postoperative diagnoses: abnormal uterine bleeding, dysmenorrhea, menorrhagia; anemia; adhesions, ventral hernia, umbilical hernia. Operation: total abdominal hysterectomy with bilateral salpingo-oophorectomy. Assistant: (B)(6), md. Anesthesia: general. Complications: none. Estimated blood loss: less than 100. Fluids: crystalloid per anesthesia. Foley: clear urine at the end of procedure. Findings: ¿patient had multiple adhesions to her anterior abdominal wall secondary to previous surgeries. There were also multiple adhesions of the small bowel and omentum. A moderate size ventral hernia was appreciated on entrance into the abdomen measuring approximately 4 cm in length. Also noted was an umbilical hernia caudad to the umbilicus. The uterus was small and grossly normal in appearance with bilateral ovaries and tubes also appearing grossly normal. There is no evidence of any gross disease.¿ specimen: uterus, bilateral tubes and ovaries were sent to pathology. Procedure: ¿after informed consent was obtained, the patient was taken to the operating room where general anesthesia was obtained without difficulty. She was prepped and draped in normal sterile fashion in dorsal supine position. Examination of the abdomen was done for proper placement of incision. Patient had a history of a previous laparotomy for a colon resection secondary to diverticulitis. The incision was then made through the previous scar superior to the umbilicus extending approximately 8 cm. The incision was carried down to the underlying fascia with bovie cautery. When reaching the fascia, a ventral hernia was appreciated measuring approximately 3-4 cm. The fascia was then carefully incised caudad to the ventral hernia. On attempts to incise the lower portion of the abdominal fascia to the level of the umbilicus, there were multiple loops of bowel adherent to the anterior abdominal wall. Using sharp and blunt dissection, the small bowel was separated from the abdominal wall and also adhesions that were within the bowel itself were also taken down. There were also numerous omental adhesions to both the small bowel and anterior abdominal wall. Secondary to the patient¿s body habitus and multiple adhesions from previous surgeries, made visualization of the pelvic anatomy difficult. The uterus and ovaries were palpated and appeared to be grossly normal. To allow for better visualization, an omni retractor was then placed. Any adhesions still adhering the bowel to the pelvis were taken down to allow elevation and packing of the small bowel for visualization of the pelvic anatomy. The omni retractor was then assembled and the retracting blades were then placed and doubly checked for proper placement. The uterus appeared to be very small and grossly normal in appearance. The ovaries and tubes also appeared grossly normal without evidence of disease. The round ligaments on both sides were clamped and transected with bovie cautery and suture ligated with 0 vicryl. The anterior leaf of the broad ligament was incised down to the level of the bladder reflexion. There was dense scar tissue adhering the bladder to the lower uterine segment secondary to previous cesarean section x 3. This was taken down with careful dissection, elevating the bladder out of harms way. The infundibulopelvic ligaments on both sides were then dissected out with visualization of the ureter. The ip [infundibulopelvic] ligaments were then doubly clamped, transected, suture ligated with 0 vicryl. Hemostasis was visualized. The uterine arteries were then skeletonized bilaterally, clamped with heaney clamps, transected, and suture ligated with 0 vicryl. Again, hemostasis was assured. The uterosacral ligaments were then clamped on both sides, transected, and suture ligated in similar fashion. Using sharp-angle zeppelin clamps, the caudad portion of the vagina was clamped just below the exocervix and the uterus and cervix were then amputated using jorgenson scissors. The vaginal cuff angles were then closed using figure-of-eight stitches of 0 vicryl with a single figure-of-eight in the middle portion of the vaginal cuff. The pelvis was then irrigated with copious amounts of normal saline solution. There appeared to be some bleeding on the posterior vaginal cuff along the raw edges of the peritoneum. Using two figure-of-eight stitches, the bleeding was made hemostatic. Again, the abdomen was irrigated with normal saline solution. Any remaining bleeding along the cuff was then cauterized with bovie cautery. All pedicles were again assessed and found to be hemostatic. The retractor blades were removed and the omni retractor was disassembled. All lap sponges were then removed from the abdomen. The fascia was then reapproximated in mass closure using loop pds. This closure reduced the ventral hernia, which was seen on entering the abdomen. The umbilical hernia was cephalad to the incision and was not able to be repaired. The subcutaneous tissue was irrigated with copious amounts of normal saline solution. Any bleeding was made hemostatic using bovie cautery. The skin was then closed with staples. The patient tolerated the procedure well. The patient was taken to recovery room in stable condition.¿ (B)(6) 2007: (B)(6) surgery. (B)(6), md; (B)(6), md. Office visit. Complaints of pain and bulging in abdomen, possible umbilical/incisional hernia; seen (B)(6) 2007 for intense abdominal pain, here for follow up and possible repair, CT scan done. Tobacco use: current, smokes ½ pack/day. Weight 265. Ventral hernia identified and easily reduced, presenting for definitive treatment, reporting persistant [sic] pain and bulging in supraumbilical region of her abdomen approximately 1 month. History of gastroesophageal reflux disease. Complains of abdominal pain and nausea, asthma, depression and anxiety. Examination: abdomen; midline ventricle hysterectomy incision (july 07), no mass at this time, mild tender to palpation at supra-umbilical portion of incision, no erythema, currently without guarding and without rebound. Diagnosis of incisional/ventral hernia; 1-month history of intermittent abdominal pain, seen in emergency room and hernia easily reduced. CT abdomen/pelvis confirmed hernia with small bowel loop. Risks of the procedure including damage to bowel with possible resection, infection, hemorrhage and possible recurrence of hernia discussed with the patient. [Missing record: records for the CT scan showing the ¿hernia with small bowel loop¿ were not provided.] (B)(6) 2007: (B)(6) health system. (B)(6), md. Operative report. Discharge date: (B)(6) 2007. Preoperative diagnosis: incisional ventral hernia. Postoperative diagnosis: incisional ventral hernia. Operation: laparoscopic incisional ventral hernia repair with mesh. Surgeon: (B)(6), md. Assistant: (B)(6), md; (B)(6), md. Anesthesia: general. Estimated blood loss: minimal. Fluids: per anesthesia records. Condition: stable. Indications: ¿the patient is a 30-year-old lady who has had several abdominal operations, the last one being a hysterectomy resulting in multiple midline incisional hernias. Those hernias have been chronically incarcerated, but easily reducible without any episodes of strangulation. The patient is overweight, obese, and the best procedure would be laparoscopic repair. The risks and benefits of the procedure were discussed with the patient, and she agreed.¿ findings: ¿three fascial defects at the midline.¿ procedure: ¿the patient was brought to the operating room awake, alert and oriented. She was placed on the operating table in the supine position, where general anesthesia was started. The patient¿s abdomen was prepped and draped in the usual fashion. The procedure started with placement of a 5-mm camera using the optiview system in the left upper quadrant. Once the abdomen was entered, peritoneoscopy was performed and some adhesions were seen between the omentum in the midline and down to the pelvic area with the abdominal wall. Other ports were introduced under direct visualization at the left lower quadrant, right lower quadrant, and right upper quadrant. Instruments were introduced through retraction of the omental adhesions and also to manipulate the harmonic dissector. With the harmonic dissector, the adhesions were then taken down from the abdominal wall, exposing the intraabdominal wall fascia, and revealing the defects. They were located in the midline, numbering 3, measuring about 3 x 5 cm, 2 x 3 cm, and 1.5 x 2 cm. The last one was lower into the pelvic area. Measuring the defects together and allowing 3 cm of extra length of mesh, a gore dualmesh was utilized, which was introduced into the abdominal cavity through the 10-mm laparoscopic port. It was unfolded with the fascial surface facing the fascia and the abdominal surface facing the intraperitoneal structures. Prior to the introduction into the peritoneal cavity, 6 stay sutures were placed at cardinal points, being 2 superior, 2 inferior, and 2 medial on the lateral borders of the mesh. Using a carter-thomason needle device, those stay sutures were then retrieved intraperitoneally and passed through the abdominal layers, obtaining full-thickness. Once that happened, the mesh laid flat against the abdominal wall, which could be clearly seen through the peritoneoscopy. Those sutures were then tied, attaching the mesh to the abdominal wall. After the mesh was secured with the sutures, the endotak was utilized with several loads to complete the hernia repair with mesh by attaching the mesh to the parietal peritoneal surface in a circular fashion. At the end, visualization showed the mesh was laying flat, covering all 3 fascial defects, along with at least 3 cm excess from the fascial defect edges and no gaps were seen between the staples or sutures. The pneumoperitoneum was then deflated. The ports were then removed. The 10-mm port was closed full-thickness using vicryl suture. At the conclusion of the procedure, the skin was closed with 4-0 vicryl in inverted fashion obtaining good cosmetic result. Steri-strips were applied. Dr. (B)(6) was present throughout the procedure.¿ (B)(6) 2007: (B)(6) health system. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp08. Lot batch code: 05189523. W.l. Gore & associates. Expiration: 6/10 [as written]. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/05189523) was implanted during the procedure. (B)(6) 2007: (B)(6) university. Dr. (B)(6); (B)(6) , rn. [Handwritten notes]. Discharge information record; discharge instructions. Diagnosis: incisional hernia. Procedures you had: laparoscopic ventral incisional hernia repair. Follow up in 10 days. Symptoms to report to physician: fever of 101 degrees or above, and/or chills, excessive bleeding, changes in incision, wound or IV area, unusual redness or swelling, foul odor to drainage, green or yellow drainage, vomiting more than 3 times in 1 day, numbness or tingling, rash or hives, severe pain not relieved by pain medication, trouble breathing. Call doctor with questions or concerns. Keep incision clean/dry, no bandages needed, no soaking, no tub bath, hot tubs, pool. May shower in 2 days. Allow steri strips to fall off on their own. Sent home incentive spirometer. Diet as tolerated, no restrictions. No lifting greater than 15 lbs. For 2 weeks, no strenuous activity, gradually increase to normal activity. May resume sexual activity 7 days. Use of alcohol and tobacco products may injure your health, especially of you are pregnant; avoid. Infection risks: treat all blood and body fluids as possibly infectious, practice good handwashing. Medications: motrin and vicodin. No celebrex, bextra, aleve, aspirin, ibuprofen, motrin, advil for 24 hours following procedure (e.g. Any blood altering medications). Pain control: darvocet, no alcohol or driving while taking, increase fluid intake and fiber. (B)(6) 2010: [missing record: records for the CT scan (B)(6) 2010 showing ¿recurrence in the superior part above the previous mesh¿ were not provided.] (B)(6) 2010: (B)(6) surgery. (B)(6), md. Office visit. Was referred from dr. (B)(6) for 2nd opinion on hernia, initial consult. She had laparoscopic ventral hernia 2 years ago. Recently she noticed bulge and pain while lifting heavy weight. She had CT scan abdomen and it showed recurrence in the superior part above the previous mesh. Burning pain and nausea associated with hernia. Tobacco use: current, smokes ½ pack/day. Weight: 240 (lbs.). Bmi: 40.08. Complains of fatigue, abdominal pain, nausea, vomiting, diarrhea and back pain. Examination: abdomen; obese, soft, approximately 5/7 cm hernia in the superior part of the abdomen to the left and superior part of the umbilicus. Impression and recommendations: ventral hernia; recurrent ventral hernia, symptomatic, would benefit from laparoscopic repair of ventral hernia. I explained the procedure and various risk benifit [sic] alternatives and various complications including but not limited to infection, bleeding, recurrence of hernia and possible damage to intraabdominal viscera. She understood and consented for the procedure. (B)(6) 2010: (B)(6) system. (B)(6), md; (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent incarcerated ventral hernia x 3. Operation: laparoscopic herniorrhaphy of the recurrent ventral hernias. Resident: maxim y. (B)(6), md. Anesthesia: general endotracheal anesthesia plus local. Estimated blood loss: 80 ml. Specimens: none. Key findings during the procedure: ¿patient¿s previously placed mesh for ventral hernia repair appeared to be contracted and patient had 3 new ventral hernias outside of the area covered by the previously placed mesh that has contracted.¿ indications for the procedure: ¿patient is a 43-year-old who was recently seen and evaluated for a recurrent ventral hernia. On preoperative physical examination, it was obvious that patient had a large ventral hernia and given the patient¿s preoperative history and physical, it was also apparent that the patient had intermittent incarceration of omentum versus bowel inside this hernia. Therefore, the decision was made to proceed with laparoscopic ventral hernia repair.¿ procedure in detail: ¿after all the risks and benefits of the procedure were discussed with the patient, informed consent for the procedure was obtained. Patient was brought to the operating room and placed on the operating room table in supine position. General endotracheal anesthesia was then induced. Patient¿s abdomen was prepped and draped in a standard sterile fashion. Preoperative antibiotics were infused prior to the start of the procedure. Preoperative keystone time-out procedure was carried out. Following prepping and draping of the patient¿s abdomen, we proceeded with the placement of the first 5 mm trocar. Local anesthetic in the form of 0.25% marcaine with epinephrine was injected at about midclavicular line, several centimeters inferior to the left costal margin. After that, a skin incision 5 mm long was made with the 11-blade scalpel at this location and a 5 mm optiview trocar was used to gain entry to the peritoneal cavity. Once the trocar was within the peritoneal cavity, co2 [carbon dioxide] gas was connected to it and pneumoperitoneum was achieved. After that, the camera was passed through the trocar into the peritoneal cavity and very careful evaluation of the underlying structures, such as spleen, bowel, omentum, and the stomach, were carefully evaluated for any possible signs of trochar injury. None were identified and therefore we proceeded with our operation. There were very dense adhesions extending from the omentum up into the middle of the patient¿s abdomen. It was also apparent that there were several loops of small bowel going into the patient¿s ventral hernia as well as omentum. Very careful and meticulous dissection using both blunt and sharp dissection with the endoshears was carried out. Once all the adhesions were taken down, we proceeded with the evaluation of the defect in the patient¿s fascia. It should be noted that after our original placement of the 5 mm port, 2 more ports were placed. One 12 mm port was placed at the approximately anterior axillary line between the left upper and lower quadrants of the abdomen and another 5 mm port was placed in the left lower quadrant of the abdomen lateral to the rectus sheath. Careful evaluation of the patient¿s anterior abdominal wall revealed the previously placed synthetic mesh has contracted in size and there were 3 new discrete areas of new fascial defects, 1 in the right lower quadrant inferior and lateral to the umbilicus which was measured to be approximately 4 cm x 4 cm in the largest diagonal dimensions. The other 2 defects were located in the upper portion of the left lower quadrant and in the epigastric region and measured 9 cm x 7 cm and 9 cm x 8 cm respectively. Careful thought was given to how to approach these multiple discrete fascial defects with an old mesh already in place in between them and the decision was made to place 3 separate pieces of mesh. The mesh chosen for this repair was dualmesh manufactured by gore. We used 1 mesh, which was 30 cm x 20 cm. This mesh was cut in half and then trimmed for the 2 larger fascial defects and also an additional mesh, which was 8 cm x 12 cm, was used to repair the smallest fascial defect in the right lower quadrant. It should be noted that when we were trimming the mesh, the mesh was trimmed to be circular and we ensured that there was at least 3 cm margin from every edge of the fascial defect of the hernias identified. Once the mesh pieces were prepared, we placed 8-0 ethibond stitches through the 2 larger pieces of mesh (8 stitches were placed in each one of these meshes). Those stitches were 2 to 3 mm away from the edge of the mesh and equally spaced from one another. The smallest mesh piece had 4-0 ethibond stitches placed in a similar fashion with 90 degrees between those stitches. Appropriate markings were also made with the marker on the patient¿s abdomen. It should be noted that at the very beginning of the procedure, ioban dressing was placed over the patient¿s skin to provide for safe and clear marking intraoperatively. All 3 mesh pieces were rolled and introduced into the abdomen through the 12 mm port site. After that, a carter-thomason device was used to bring the ends of the stitches placed through the mesh to the outside through the small puncture holes in the skin made with an 11 blade scalpel. This means that for each of the larger mesh pieces, we had to make 8 small puncture holes and 4 puncture holes were made for the smallest mesh piece. Once using the carter-thomason device, all the ends of the ethibond suture were brought to the outside. We desufflated the abdomen and tied all of the ethibond stitches. Then the stitches were cut. We reinsufflated the abdomen, evaluated our usage of mesh. All of them appeared to be in the satisfactory position covering the fascial defects appropriately. Then we proceeded with further tacking of the mesh to the overlying fascia using an absorbable tacker device. Once the mesh pieces were tacked and complete satisfaction with the placement of all 3 meshes was achieved, we proceeded with reevaluation of the underlying structures. There were no signs of bowel injury or bleeding and we proceeded with the removal of the 3 ports. Prior to removal of the ports and desufflation of the abdomen, carter-thomason device was used to close the 12 mm port sites using an 0 vicryl stitch. Once patient¿s abdomen was desufflated and all 3 ports were removed, the skin at the port sites were closed using subcuticular inverted interrupted stitches with 4-0 monocryl and steri-strips were applied over all of the 20 puncture sites in the skin as well as over the port site wounds. Following that, 1 large band-aid and 2 small band-aids were placed over the port sites. The patient tolerated the procedure well. The patient was extubated in the operating room. The patient was transferred to the recovery area in the stable condition. Dr. (B)(6) was present in the operating room during the entire length of the procedure.¿ (B)(6) 2010: (B)(6) health system. Implant record. Dualmesh plus. Reference number: 1dlmcp07. Lot number: 06771782. Expiration date: 04/2012. 20 cm x 30 cm x 1 mm. Dual mesh. 8.0 cm x 12.0 cm a 1.0 cm. Reference number: 1dlmcp02. Lot number: 6946329. Expiration date: 5/2012. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp02/6946329) was implanted during the procedure. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/06771782) was implanted during the procedure. (B)(6) 2010: (B)(6) health system. [Illegible signature]. Operative note. [Handwritten notes]. Preoperative diagnosis: recurrent incarcerated ventral hernia. Postoperative diagnosis: same. Operation: laparoscopic repair, recurrent incarcerated ventral hernia. Surgeon: (B)(6). Assistant: (B)(6). Anesthesia: general anesthesia with endotracheal tube. Estimated blood loss: 80 cc. Drains: none. Findings: [illegible] ventral hernia defects; 4 x 4, 9 x 8, 9 x 7 cm, previous mesh [illegible]. Incarcerated [illegible] of small bowel. Dual mesh 3 pieces were used. Patient tolerated the procedure [illegible], [illegible] and pacu [post anesthesia care unit] in stable condition. (B)(6) 2010: (B)(6) university. [Illegible signature]. Discharge instructions. Dr. (B)(6) wants to see you in 2 weeks. Clinic: general surgery. Diagnosis: recurrent ventral hernia. Procedures you had: laparoscopic ventral hernia repair x 3. Symptoms to report to your physician: excessive/unusual bleeding, swelling or redness, severe headache or pain unrelieved by medication, incision opens, drainage/foul odor, fever of 101 degrees or above, persistent numbness/tingling, shortness of breath, vomiting 4 times in 24 hours, rash or hives. Activity; gradually increase activity to normal, avoid smoking, resume sexual activity when comfortable, no straining or lifting greater than 15 lbs. For 4 weeks, no driving while taking vicodin. Resume home diet. Resume meds taken at home, call personal physician for other prescriptions, no celebrex, bextra, aleve, aspirin, ibuprofen, motrin, advil for 24 hours following procedure (e.g. Any blood altering medications). Pain control: vicodin, no alcohol or driving while taking, increase fluid intake and fiber. Wound care: keep incision dry/clean, pat dry. No soaking, may shower/sponge bath in 1 days [sic], allow steri strips to fall off on their own. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral, incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred. It was reported the patient alleges the following injuries: mesh contracted resulting in additional revision surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn¿. Previous patient code (3191: appropriate term/code not available for ¿mesh contraction¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2007 through (B)(6), 2010 and not all records received in this time span are relevant to the three gore® dualmesh® plus biomaterial devices. ¿ medical records for (B)(6), 2007 through (B)(6), 2010 were not provided. Patient information: medical history: ¿ obesity ? (B)(6) 2005: 282 lbs., bmi 46.9 ? (B)(6) 2007: ¿secondary to the patient¿s body habitus ..., made visualization of the pelvic anatomy difficult.¿ ? (B)(6) 2007: 265 lbs., bmi 44.1 ? (B)(6) 2010: 240 lbs., bmi 40.1 ¿ smoking ? (B)(6) 2005: smokes ½ pack/day ? (B)(6) 2010: smokes ½ pack/day ¿ diabetes type 2 ? (B)(6) 2007: metformin, glipizide ? (B)(6) 2010: metformin, glipizide ¿ peptic ulcer disease [pud] ¿ irritable bowel syndrome [ibs] ¿ diverticulosis ¿ gastroesophageal reflux disease [gerd] ¿ (B)(6) 2007: ventral hernia ¿ (B)(6) 2010: recurrent ventral hernia surgical procedures: ¿ 1984: cesarean section ¿ 1986: cesarean section ¿ 1989: cesarean section. Tubal ligation. ¿ 2000: cholecystectomy ¿ 2002: sigmoid colectomy for diverticulitis ¿ (B)(6) 2007: total abdominal hysterectomy with bilateral salpingo-oophorectomy ¿ (B)(6) 2007: laparoscopic incisional ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial ¿ (B)(6) 2010: laparoscopic herniorrhaphy of the recurrent ventral hernias. Implant: gore® dualmesh® plus biomaterial x 2]. Relevant medical information: ¿ (B)(6) 2007: total abdominal hysterectomy with bilateral salpingo-oophorectomy. ? Findings: ¿patient had multiple adhesions to her anterior abdominal wall secondary to previous surgeries. There were also multiple adhesions of the small bowel and omentum. A moderate size ventral hernia was appreciated on entrance into the abdomen measuring approximately 4 cm in length. Also noted was an umbilical hernia caudad to the umbilicus.¿ ? Procedure: ¿patient had a history of a previous laparotomy for a colon resection secondary to diverticulitis. The incision was then made through the previous scar superior to the umbilicus extending approximately 8 cm. The incision was carried down to the underlying fascia with bovie cautery. When reaching the fascia, a ventral hernia was appreciated measuring approximately 3-4 cm. The fascia was then carefully incised caudad to the ventral hernia. On attempts to incise the lower portion of the abdominal fascia to the level of the umbilicus, there were multiple loops of bowel adherent to the anterior abdominal wall. Using sharp and blunt dissection, the small bowel was separated from the abdominal wall and also adhesions that were within the bowel itself were also taken down. There were also numerous omental adhesions to both the small bowel and anterior abdominal wall. Secondary to the patient¿s body habitus and multiple adhesions from previous surgeries, made visualization of the pelvic anatomy difficult. The uterus and ovaries were palpated and appeared to be grossly normal. To allow for better visualization, an omni retractor was then placed. Any adhesions still adhering the bowel to the pelvis were taken down to allow elevation and packing of the small bowel for visualization of the pelvic anatomy. The omni retractor was then assembled and the retracting blades were then placed and doubly checked for proper placement. The uterus appeared to be very small and grossly normal in appearance. The ovaries and tubes also appeared grossly normal without evidence of disease. The round ligaments on both sides were clamped and transected with bovie cautery and suture ligated with 0 vicryl. The anterior leaf of the broad ligament was incised down to the level of the bladder reflexion. There was dense scar tissue adhering the bladder to the lower uterine segment secondary to previous cesarean section x 3. This was taken down with careful dissection, elevating the bladder out of harms way. The infundibulopelvic ligaments on both sides were then dissected out with visualization of the ureter. The ip [infundibulopelvic] ligaments were then doubly clamped, transected, suture ligated with 0 vicryl. Hemostasis was visualized. The uterine arteries were then skeletonized bilaterally, clamped with heaney clamps, transected, and suture ligated with 0 vicryl. Again, hemostasis was assured. The uterosacral ligaments were then clamped on both sides, transected, and suture ligated in similar fashion. Using sharp-angle zeppelin clamps, the caudad portion of the vagina was clamped just below the exocervix and the uterus and cervix were then amputated using jorgenson scissors. The vaginal cuff angles were then closed using figure-of-eight stitches of 0 vicryl with a single figure-of-eight in the middle portion of the vaginal cuff. The pelvis was then irrigated with copious amounts of normal saline solution. There appeared to be some bleeding on the posterior vaginal cuff along the raw edges of the peritoneum. Using two figure-of-eight stitches, the bleeding was made hemostatic. Again, the abdomen was irrigated with normal saline solution. Any remaining bleeding along the cuff was then cauterized with bovie cautery. All pedicles were again assessed and found to be hemostatic. The retractor blades were removed and the omni retractor was disassembled. All lap sponges were then removed from the abdomen. The fascia was then reapproximated in mass closure using loop pds. This closure reduced the ventral hernia, which was seen on entering the abdomen. The umbilical hernia was cephalad to the incision and was not able to be repaired. ¿ implant #1 preoperative complaints: ¿ (B)(6) 2007: surgery consultation. ¿complaints of pain and bulging in abdomen, possible umbilical/incisional hernia; seen (B)(6) 2007 for intense abdominal pain, here for follow up and possible repair, CT scan done. Tobacco use: current, smokes ½ pack/day. Weight 265. Ventral hernia identified and easily reduced, presenting for definitive treatment, reporting persistant [sic] pain and bulging in supraumbilical region of her abdomen approximately 1 month.¿ ¿complains of abdominal pain and nausea.¿ examination: ¿abdomen; midline ventricle [sic] hysterectomy incision (july 07), no mass at this time, mild tender to palpation at supra-umbilical portion of incision, no erythema, currently without guarding and without rebound. Diagnosis of incisional/ventral hernia; 1-month history of intermittent abdominal pain, seen in emergency room and hernia easily reduced. CT abdomen/pelvis confirmed hernia with small bowel loop. Risks of the procedure including damage to bowel with possible resection, infection, hemorrhage and possible recurrence of hernia discussed with the patient.¿ ¿ (B)(6) 2007: indications. ¿the patient is a 30-year-old lady who has had several abdominal operations, the last one being a hysterectomy resulting in multiple midline incisional hernias. Those hernias have been chronically incarcerated, but easily reducible without any episodes of strangulation. The patient is overweight, obese, and the best procedure would be laparoscopic repair. The risks and benefits of the procedure were discussed with the patient, and she agreed.¿ implant #1 procedure: laparoscopic incisional ventral hernia repair with mesh [implant: gore® dualmesh® plus biomaterial, 1dlmcp08/05189523, 26cm x 34cm x 1mm thick, oval] implant #1 date: (B)(6), 2007 [hospitalization dates (B)(6), 2007] ¿ wound classification: 1 [clean] ¿ findings: ¿three fascial defects at the midline.¿ ¿ description of hernia being treated: ¿the procedure started with placement of a 5-mm camera using the optiview system in the left upper quadrant. Once the abdomen was entered, peritoneoscopy was performed and some adhesions were seen between the omentum in the midline and down to the pelvic area with the abdominal wall. Other ports were introduced under direct visualization at the left lower quadrant, right lower quadrant, and right upper quadrant. Instruments were introduced through retraction of the omental adhesions and also to manipulate the harmonic dissector. With the harmonic dissector, the adhesions were then taken down from the abdominal wall, exposing the intraabdominal wall fascia, and revealing the defects. They were located in the midline, numbering 3, measuring about 3 x 5 cm, 2 x 3 cm, and 1.5 x 2 cm. The last one was lower into the pelvic area.¿ ¿ implant size and fixation: ¿measuring the defects together and allowing 3 cm of extra length of mesh, a gore dualmesh was utilized, which was introduced into the abdominal cavity through the 10-mm laparoscopic port. It was unfolded with the fascial surface facing the fascia and the abdominal surface facing the intraperitoneal structures. Prior to the introduction into the peritoneal cavity, 6 stay sutures were placed at cardinal points, being 2 superior, 2 inferior, and 2 medial on the lateral borders of the mesh. Using a carter-thomason needle device, those stay sutures were then retrieved intraperitoneally and passed through the abdominal layers, obtaining full-thickness. Once that happened, the mesh laid flat against the abdominal wall, which could be clearly seen through the peritoneoscopy. Those sutures were then tied, attaching the mesh to the abdominal wall. After the mesh was secured with the sutures, the endotak was utilized with several loads to complete the hernia repair with mesh by attaching the mesh to the parietal peritoneal surface in a circular fashion. At the end, visualization showed the mesh was laying flat, covering all 3 fascial defects, along with at least 3 cm excess from the fascial defect edges and no gaps were seen between the staples or sutures. The pneumoperitoneum was then deflated. The ports were then removed. The 10-mm port was closed full-thickness using vicryl suture.¿ ¿ (B)(6) 2007: discharge instructions. ¿no lifting greater than 15 lbs. For 2 weeks, no strenuous activity, gradually increase to normal activity.¿ ¿use of alcohol and tobacco products may injure your health, avoid.¿ implant #2 and #3 preoperative complaints: ¿ (B)(6) 2010: surgery consultation. ¿she had laparoscopic ventral hernia 2 years ago. Recently she noticed bulge and pain while lifting heavy weight. She had CT scan abdomen and it showed recurrence in the superior part above the previous mesh. Burning pain and nausea associated with hernia.¿ ¿complains of fatigue, abdominal pain, nausea, vomiting, diarrhea and back pain. Examination: abdomen; obese, soft, approximately 5/7 cm hernia in the superior part of the abdomen to the left and superior part of the umbilicus. Impression and recommendations: ventral hernia; recurrent ventral hernia, symptomatic, would benefit from laparoscopic repair of ventral hernia. I explained the procedure and various risk benifit [sic] alternatives and various complications including but not limited to infection, bleeding, recurrence of hernia and possible damage to intraabdominal viscera. She understood and consented for the procedure.¿ ¿ (B)(6) 2010: indications. ¿patient is a 43-year-old who was recently seen and evaluated for a recurrent ventral hernia. On preoperative physical examination, it was obvious that patient had a large ventral hernia and given the patient¿s preoperative history and physical, it was also apparent that the patient had intermittent incarceration of omentum versus bowel inside this hernia. Therefore, the decision was made to proceed with laparoscopic ventral hernia repair.¿ implant #2 and #3 procedure: laparoscopic herniorrhaphy of the recurrent ventral hernias. [Implant #2: gore® dualmesh® plus biomaterial, 1dlmcp02/6946329, 8cm x 12cm x 1mm thick, no allegations] [implant #3: gore® dualmesh® plus biomaterial, 1dlmcp07/06771782, 20cm x 30cm x 1mm thick, cut into 2 pieces, no allegations] implant #2 and #3 date: (B)(6), 2010 [hospitalization (B)(6), 2010] ¿ wound classification: 2 [clean/contaminated] ¿ findings: ¿patient¿s previously placed mesh for ventral hernia repair appeared to be contracted and patient had 3 new ventral hernias outside of the area covered by the previously placed mesh that has contracted.¿ ¿ description of hernia being treated: ¿after that, a skin incision 5 mm long was made with the 11-blade scalpel at this location and a 5 mm optiview trocar was used to gain entry to the peritoneal cavity. Once the trocar was within the peritoneal cavity, co2 [carbon dioxide] gas was connected to it and pneumoperitoneum was achieved. After that, the camera was passed through the trocar into the peritoneal cavity and very careful evaluation of the underlying structures, such as spleen, bowel, omentum, and the stomach, were carefully evaluated for any possible signs of trochar injury. None were identified and therefore we proceeded with our operation. There were very dense adhesions extending from the omentum up into the middle of the patient¿s abdomen. It was also apparent that there were several loops of small bowel going into the patient¿s ventral hernia as well as omentum. Very careful and meticulous dissection using both blunt and sharp dissection with the endoshears was carried out. Once all the adhesions were taken down, we proceeded with the evaluation of the defect in the patient¿s fascia. It should be noted that after our original placement of the 5 mm port, 2 more ports were placed. One 12 mm port was placed at the approximately anterior axillary line between the left upper and lower quadrants of the abdomen and another 5 mm port was placed in the left lower quadrant of the abdomen lateral to the rectus sheath. Careful evaluation of the patient¿s anterior abdominal wall revealed the previously placed synthetic mesh has contracted in size and there were 3 new discrete areas of new fascial defects, 1 in the right lower quadrant inferior and lateral to the umbilicus which was measured to be approximately 4 cm x 4 cm in the largest diagonal dimensions. The other 2 defects were located in the upper portion of the left lower quadrant and in the epigastric region and measured 9 cm x 7 cm and 9 cm x 8 cm respectively. Careful thought was given to how to approach these multiple discrete fascial defects with an old mesh already in place in between them and the decision was made to place 3 separate pieces of mesh.¿ ¿ implant size and fixation: ¿the mesh chosen for this repair was dualmesh manufactured by gore. We used 1 mesh, which was 30 cm x 20 cm. This mesh was cut in half and then trimmed for the 2 larger fascial defects and also an additional mesh, which was 8 cm x 12 cm, was used to repair the smallest fascial defect in the right lower quadrant. It should be noted that when we were trimming the mesh, the mesh was trimmed to be circular and we ensured that there was at least 3 cm margin from every edge of the fascial defect of the hernias identified. Once the mesh pieces were prepared, we placed 8-0 ethibond stitches through the 2 larger pieces of mesh (8 stitches were placed in each one of these meshes). Those stitches were 2 to 3 mm away from the edge of the mesh and equally spaced from one another. The smallest mesh piece had 4-0 ethibond stitches placed in a similar fashion with 90 degrees between those stitches. Appropriate markings were also made with the marker on the patient¿s abdomen. It should be noted that at the very beginning of the procedure, ioban dressing was placed over the patient¿s skin to provide for safe and clear marking intraoperatively. All 3 mesh pieces were rolled and introduced into the abdomen through the 12 mm port site. After that, a carter-thomason device was used to bring the ends of the stitches placed through the mesh to the outside through the small puncture holes in the skin made with an 11 blade scalpel. This means that for each of the larger mesh pieces, we had to make 8 small puncture holes and 4 puncture holes were made for the smallest mesh piece. Once using the carter-thomason device, all the ends of the ethibond suture were brought to the outside. We desufflated the abdomen and tied all of the ethibond stitches. Then the stitches were cut. We reinsufflated the abdomen, evaluated our usage of mesh. All of them appeared to be in the satisfactory position covering the fascial defects appropriately. Then we proceeded with further tacking of the mesh to the overlying fascia using an absorbable tacker device. Once the mesh pieces were tacked and complete satisfaction with the placement of all 3 meshes was achieved, we proceeded with reevaluation of the underlying structures. There were no signs of bowel injury or bleeding and we proceeded with the removal of the 3 ports. Prior to removal of the ports and desufflation of the abdomen, carter-thomason device was used to close the 12 mm port sites using an 0 vicryl stitch. Once patient¿s abdomen was desufflated and all 3 ports were removed, the skin at the port sites were closed using subcuticular inverted interrupted stitches with 4-0 monocryl and steri-strips were applied over all of the 20 puncture sites in the skin as well as over the port site wounds.¿ ¿ (B)(6) 2010: discharge instructions. ¿activity: gradually increase activity to normal, avoid smoking,no straining or lifting greater than 15 lbs. For 4 weeks.¿ ¿return in 2 weeks.¿ conclusion: implant #1: gore® dualmesh® plus biomaterial, 1dlmcp08/05189523. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05189523. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.